Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the adhesive around the light guide lens had wear; the most probable cause of the complaint was traced to component failure, and for the remaining findings, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in air water cylinder (tube) and adhesive around light guide lens had wear. There was no patient involvement.